Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, de novo in the distal right coronary artery. Reportedly, the 2.5 x 15mm rx trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 14 atmospheres. A second 2.5 x 15mm rx trek balloon catheter was used. A 3.5 x 15mm nc trek balloon to be used for post-dilatation was found kinked before inserting into the patient anatomy and was not used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.